Manufacturer narrative:
Plant investigation: a sample from the reported lot was returned to the manufacturer for physical evaluation. The complaint sample was returned without its original packaging. A visual inspection was performed on the sample in accordance with the product¿s bill of materials (bom). During disinfection, a cut was found in the cassette film. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the investigation, the event was able to be confirmed. The cause of the leak was linked to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component).

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support the liberty select cycler alarmed with the m31 air detected in cassette warning occurred prior the fluid leak in drain 5 of 5. A fluid leak was subsequently discovered. Fluid was discovered in the pump module area and on the external of the cassette. Fluid was discovered during tx complete - step 9. It is unknown at what point in treatment the leak began. The cause of the leak is unknown. Upon followup the patient contact confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated the patient did not complete treatment on the day of the reported event but continued treatment on the cycler the following day. The patient contact confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support the liberty select cycler alarmed with the m31 air detected in cassette warning occurred prior the fluid leak in drain 5 of 5. A fluid leak was subsequently discovered. Fluid was discovered in the pump module area and on the external of the cassette. Fluid was discovered during tx complete - step 9. It is unknown at what point in treatment the leak began. The cause of the leak is unknown. Upon followup the patient contact confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated the patient did not complete treatment on the day of the reported event but continued treatment on the cycler the following day. The patient contact confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.